Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device noted that the clip assembly and yoke were not returned with the device, indicating that the clip had been fully deployed during the procedure. It was observed that the bushing was bent and the distal end of the catheter was stretched. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was successfully deployed; however, the coil of the delivery catheter was noted to have stretched and the end of the catheter got caught in the endoscope working channel, causing difficulty removing the device. Reportedly, the whole endoscope had to be removed from the patient, and the procedure was completed at this time. There were no patient complications reported as a result of this event. Investigation results revealed the bushing was bent; therefore, this is now an MDR reportable event.